Manufacturer narrative:
On (B)(6) 2014, a respiratory therapist (rt) in (B)(6) called to report a device issue of "a measured no less than set no" on the inomax dsir (B)(4). The device was not in use on a pt at the time of the device issue ((B)(4)). Device investigation was completed on (B)(4) 2014. The inomax dsir # (B)(4) was returned to the MFR for service investigation. The ikaria regional service ctr (rsc) reviewed the service log and confirmed the reported complaint of "a measured no less than set no." The service log revealed a high no cell calibration with slope: 21.97778 and preceding o2: 0.2 no2:-0.2 no: 54 consistent with a misbehaving cell. The rsc investigation replaced the no cell due to service log entries. Secondary investigational findings were reported and found to be unrelated to the complaint: rsc investigation revealed a failed no2 cell in service log and replaced the no2 cell. The rsc investigation experienced a delivery failure alarm with the backlight current below minimum (count numbers were not provided) and replaced the pca main board to resolve the backlight current alarm. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. These conditions will be tracked and trended under ikaria's qual sys. This case did not result in an adverse event; however, it is being submitted to reg authorities because the display blank-backlight failure experienced during device investigation has occurred in the past and was associated with a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Measured no (nitric oxide) less than set no [device issue]. No adverse event. Case description: this initial non-serious, device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in (B)(6) who called to speak with ikaria technical services regarding a device issue of "a measured no (nitric oxide) less than set no" with inomax dsir # (B)(4). The device was not in use on a pt at the time of the device issue. The rt reported that with a set dose of 40 ppm, the measured no value was 33 ppm. Disposables were replaced, low calibrations and no high calibrations were performed, but the reported issue remained. The device was removed from service and returned to ikaria for service evaluation. Case comment: (B)(4) 2014: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue, display blank-backlight failure noticed during device investigation has occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).